Manufacturer narrative:
The device was received with critical pump error and unable to download due to corroded electronic assemblies. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unable to verify pump error 35 due to download difficulty. The device was received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was between 250 mg/dl to 300 mg/dl. Customer was unable to complete the high blood glucose troubleshooting due to insulin pump error. Customer stated that, they are not able to rewind the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.